Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Inratio precision date provided by end-user lot number 282860: date - (B)(6) 2013, inratio inr results - (4.8, 4.8, 2.4, 2.4), mean - 3.60, sd - 1.39, sd - 1.39, %cv - 54.25. Since %cv is more than 20%, precision test failed the criteria for precision; more investigation is required. An additional date point was provided (inr of 1.6), but it was obtained over 3 hours apart from the other results. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. No product with the complaint is expected for return. In-house therapeutic donor testing was performed on reported lot 282860. Results as follows: donor - (B)(6), inratio results - (3.2, 3.4, 3.4), (3.4, 3.2, 3.0), reference - 3.09, 2.97, bias - (2.09, 4.09), (1.97, 3.97), %cv - 3.46, 6.25. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Several of the data points provided exceeded three (3) hour testing window. It is not possible to rule out the change in value was not due to a change in the patient's status. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4) corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio 2 meter compared to the doctor's office meter. Complaint summary: date - (B)(6) 2013, doctor's meter results at 9:30am: initial inr: 4.8; repeat inr: 4.8. Patient's inratio results at 9:45am: initial inr: 2.4; repeat inr: 2.4. Patient's inratio results at 3.48pm: 1.6. Patient's therapeutic range: (2.0 - 3.0).